Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft stenosis could not be confirmed through this evaluation as no images were submitted for review and no product was returned for evaluation. A review of the submitted log file revealed the device operating as expected. No unusual alarms or events were captured. Per additional information, the concern was initially for device thrombosis, but it was later deemed to be hematuria and 2/2 renal stones with a urinary tract infection. No intervention was needed for the renal stones. Thrombus was no longer suspected, and no intervention was done for the outflow limb stenosis. The patient was discharged home and remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was hospitalized again due to concern for pump thrombosis. It was noted that the patient had decreased haptoglobin, gross hematuria, and a computed tomography (CT) scan showed stenosis of the outflow limb. There were no ventricular assist device (vad) parameter changes. The concern was initially for pump thrombosis, but it was later deemed to be hematuria and 2/2 renal stones with a urinary tract infection. No intervention was needed for the kidney stones. Log files were sent for evaluation. The data that was reviewed did not contain attributes which would lead to suspecting the presence of thrombus within the motor chamber; however, that does not mean that thrombus is not present in the circulatory loop. It was recommended that the patient be monitored for other indications that may confirm presence of thrombus. The thrombus was no longer suspected, and no intervention was done for the outflow limb stenosis.